Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient's ins was showing a short circuit at 10<(>&<)>11 with an impedance of 98 ohms. The left gpi was reported as 1205 ohms, 2.833 ma, and the right gpi was reported as 753 ohms, 3.675 ma. The rep reported that the patient was clinically doing well and that it is unknown what the patient is programmed to. The rep reported that the patient is to follow up with their hcp. It was also reported that the patient is frequently recharging. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient's ins was showing a short circuit at 10<(>&<)>11 with an impedance of 98 ohms. The left gpi was reported as 1205 ohms, 2.833 ma, and the right gpi was reported as 753 ohms, 3.675 ma. The rep reported that the patient was clinically doing well and that it is unknown what the patient is programmed to. The rep reported that the patient is to follow up with their hcp. No patient symptoms were reported. No further patient complications have been reported as a result of this event.